Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates x-rays were taken and lead migration was confirmed. Surgical intervention took place wherein the patient¿s system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04325, 1627487-2019-12452. It was reported the patient lost therapy approximately one year ago. A manufacturer representative met with the patient and high impedances were observed. Surgical intervention may take place at a later date.